Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one unopened lubril-sil foley catheter tray. This sample will be tested for "foreign material". Verified material number 947316 and batch number ngkw2499. Visual inspection noted a foreign material, a bug, inside the packaging. The reported event is confirmed cause unknown. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer notified bd of a potential quality issue stating, that there was a bug found on the inside of the packaging of foley tray. Material#947316 and lot#ngkw2499. Per follow up information received via email on 27apr2026, customer stated that product was available for return and provided a shipping address. No further details were provided.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer notified bd of a potential quality issue stating, that there was a bug found on the inside of the packaging of foley tray. Material #947316 and lot #ngkw2499.